Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. Product history review could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported receiving multiple false negative results using the cue covid-19 test for home and over the counter (otc) use (reader sn (B)(6)). Customer did not provide additional details regarding the false negative results including exact frequency, dates of testing, cartridge sn's, lot numbers, symptoms or potential exposure. Technical services is requesting further information from the customer regarding false negative results.

Manufacturer narrative:
Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.